Manufacturer narrative:
(B)(4). The patient was approximately (B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis, manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the patient recovered from the peritonitis. Pd therapy was ongoing.